Manufacturer narrative:
This notification was reviewed by the pms clinical expert due to the report that was received from patient¿s wife stating that husband¿s replacement device stopped working and neither one of them could recall anything out of the ordinary happening. The wife stated that the screen would light up, but it would not blow any air. No medical harm is reported. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is no allegation of any serious injury directly related to or caused by use of their device. Device is evaluated but there was no issue found and device was not scrapped. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer became aware of an allegation that an end user developed humidifier not working device stopped working and neither one of them could recall anything out of the ordinary happening while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Section h6 is updated in this report.